Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction - b, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that the patient had a suprapubic catheter and had been lying in bed at home when he felt a pop. When he got up, the catheter fell out. The catheter was sent with the patient, and it was noted that the balloon was not intact. A small 1¿2 cm square portion of the balloon was missing and was not found. The catheter had been in situ for approximately three weeks, according to the patient. The packaging for the catheter was not retained, as it had been in use for an extended period.

Event description:
It was reported by the customer that the patient had a suprapubic catheter and had been lying in bed at home when he felt a pop. When he got up, the catheter fell out. The catheter was sent with the patient, and it was noted that the balloon was not intact. A small 1¿2 cm square portion of the balloon was missing and was not found. The catheter had been in situ for approximately three weeks, according to the patient. The packaging for the catheter was not retained, as it had been in use for an extended period.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported 1018233-2026-00772. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that the patient had a suprapubic catheter and had been lying in bed at home when he felt a pop. When he got up, the catheter fell out. The catheter was sent with the patient, and it was noted that the balloon was not intact. A small 1¿2 cm square portion of the balloon was missing and was not found. The catheter had been in situ for approximately three weeks, according to the patient. The packaging for the catheter was not retained, as it had been in use for an extended period.